Manufacturer narrative:
This report is report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Following the information reported, an immobile demented patient developed a pressure ulcer (black necrosis) with a diameter of 1cm during the therapy with auto logic system. It was indicated that a pressure relief function of the system has been off for an unknown period of time. When reviewing reportable events on auto logic system, we have found no other cases presenting a similar scenario. The occurrence rate observed for this failure mode is currently considered to be very low. The auto logic range is recommended for round-the-clock pressure ulcer prevention and management of all stages in combination with a resident/patient individualized monitoring, repositioning and wound care program. Auto logic system allows to transfer patients without the need to relocate them onto another surface. In accordance with the instruction for use 630933en: "to transport the patient using the auto logic mattress, the tubeset should be disconnected from the pump unit. This automatically switches the mattress into transport mode. The patient will remain supported by the mattress for up to 12 hours." To resume normal operation, the tubeset should be reconnected to the pump unit. Implementation of the transport mode will automatically seal the mattress so that air cannot escape. It also cross-connects the cells to create an even pressure throughout. Consequently, the alternation mode is off when in transport mode. Basing on the information received, involved auto logic mattress was disconnected from pump unit and put in a transport mode, probably due to patient's transportation to an x-ray ward. The mattress has never been reconnected to resume normal system operation. Such a situation may have resulted in two possible scenarios: mattress deflation due to exceeded time of operation in a transport mode - the patient could lie on a concave mattress surface for an unknown period of time, mattress still inflated but with no air alternation - patient not receiving a pressure relief treatment for an unknown period of time. Although the facility did not register any serial numbers which would allow to trace the involved equipment, it was highlighted that the product was fully functional. Following all the information gathered, the most likely root cause of the reported event is considered to be use error - even though no technical malfunction of the system was noted, device incorrect preparation for use caused that the system did not meet its performance specification. We are reporting this incident to competent authorities due to a serious outcome of the event. It has been established that auto logic system was in use for a patient therapy at the time of the event, however its use error has contributed to the reported outcome.

Event description:
On (B)(6) 2017 arjohuntleigh received an information about an incident which occurred on auto logic system. It was reported that an immobile demented patient developed a pressure ulcer (black necrosis) with a diameter of 1cm. It was indicated that a pressure relief function of the system has been off due to the mattress left in a transport mode for an unknown period of time.